Manufacturer narrative:
Product analysis: it was determined on analysis that the output connector assembly, hanger assembly, upper case and lower case were broken. The encoder stem was contaminated, but functional. One knob and one case screw were contaminated. The main world label was damaged. The display wires were pinched, and wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.